Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: no over infused problem was found in event history log (ehl) check syringe plunger and syringe plunger not in place was found in ehl.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal removed, cracked top case, broken bottom case also right and left plunger case were found broken. The customer stated problem was not duplicated. No problem found with the device. Other issues were found during investigation - replaced top case, bottom case and all the plastic parts of plunger assembly for preventive of check plunger sensor and syringe plunger not in place. The cause of the reported problem was traced to the user manipulation of the device (customer impact to the device). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device was involved in a possible over infusion of patient. It is unknown if there was no patient, or clinician injury associated with this event.